Event description:
Customer reported the system displayed a communication error during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply, erased the flash memory and restored settings, and reloaded calibration files. System operates as intended.